Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right common iliac artery via ipsilateral approach. During the procedure, after the placement of the 6f non-bsc introducer sheath, intravascular ultrasound (ivus) was conducted following successful lesion crossing using a non-bsc guidewire. Pre-inflation was performed with an 8.0mmx60mmx135cm (4f) sterling balloon, and two epic self-expanding stents, were deployed. However, during post inflation using the same sterling balloon, the balloon ruptured upon fifth inflation at 12 atmospheres for 30-60 seconds. The device was removed without any problem, and post dilation was done with another of the same device. The procedure was completed with an ivus. There were no patient complications as a result of this event.